Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d1, d4 (version or model, catalog , unique identifier). The h4 field should be left blank. Kindly revert. The fse replaced the safety disk (0202-00-0140) and tidal volume (0202-00-0142) to keep both parts in the same pm interval. All functional and safety checks performed to meet factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of failing the membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the all manifold test. The safety disk passed all testing. The fat dept. Could not confirm the membrane leak test failing. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) safety disk was replaced with a new unopened safety disk. During pim leak check new safety disk failed the fourth membrane leak check. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h6 (investigation findings, investigation conclusions).